Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the posterior descending artery (pda). A 4.00x20mm promus element plus drug-eluting stent was used for treatment but the stent struts were deformed during positioning manipulation. The procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the posterior descending artery (pda). A 4.00x20mm promus element plus drug-eluting stent was used for treatment but the stent struts were deformed during positioning manipulation. The procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient status was stable. It was further reported that the shaft broke while advancing and the device was removed intact from the patient by removing the guide catheter as well.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluation by MFR.: a promus element plus,mr,ous 4.00x20mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal stent struts were damaged and that the stent had moved distally on the balloon and so the stent outer diameter was unable to be obtained. During manufacture the max stent profile is measured and the minimum and maximum values were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 1.5 mm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.